Manufacturer narrative:
.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2006 and the patient's cause of death was other ill-defined and unspecified causes of mortality. A sudep (sudden unexpected death in epilepsy) evaluation was performed by a panel of expert medical professionals and it was determined on (B)(6) 2015 that the death met criteria for classification of definite sudep. There is no allegation or other information indicating that the death is related to vns. The explanted generator was returned for product analysis. The pulse generator was received having tools marks, which may have been attributed to the explant process. Other than the tooling marks, no surface abnormalities (such as sharp edges, header delamination, open pockets, or voids) were noted on this device. The pulse generator would interrogate and program at a distance of one inch from the programming wand. The output of the pulse generator was loaded and monitored at body temperature for 29.0 hours; the output remained within specification for the entire time. The pulse generator is operating within designed limits.